Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a ddd ICD implant. During the implant, the rv lead was tested on the table and the screw would not come out after multiple attempts. The physician did not feel comfortable using this lead and the lead was replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.